Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. The ccc was granted permission to remotely connect to the instrument. The ccc reviewed instrument data. The ccc found no process errors. The ccc aligned service 2 probes, primed probes and cleaners and cleaned probes. The ccc reset the instrument and ordered a five repetition precision study with qc, resulting within range. The cause of the discordant, falsely depressed enzymatic creatinine result and falsely elevated enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed enzymatic creatinine result and falsely elevated enzymatic creatinine results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s), which were questioned. For sample ID: (B)(6), the customer repeated the same sample on an alternate dimension vista instrument, resulting higher. For the other discordant samples, the customer repeated the same sample on an alternate dimension vista instrument, resulting lower. For sample ID: (B)(6), the customer repeated the same sample on the same dimension vista instrument, resulting lower. The customer repeated the same sample on an alternate dimension vista instrument, resulting lower than the initial result. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed enzymatic creatinine result and falsely elevated enzymatic creatinine results.